Event description:
The ge oec 9800 fluoroscopy system locked up during a procedure. A system reboot restored function.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the fluoro function pcb. The system was tested, found to be operating as intended, and released to customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative pt effect were reported because of this malfunction.